Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight for the patient involved in this event. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site to evaluate the instrument. There is no indication that the access hypersensitive tsh reagents were sent to the complaint handling unit (chu) for further investigation. No hardware errors, system flags or issues were other assays were noted. In conclusion, there was not enough information/evidence supplied to reasonably conclude a specific cause for the erroneously elevated access hypersensitive tsh results obtained by the customer.

Event description:
The customer reported obtaining an erroneously elevated thyroid stimulating hormone (access hypersensitive tsh) result for one (1) patient on the laboratory's unicel dxi 800 access immunoassay system serial number (B)(4). The patient was reanalyzed for thyroid stimulating hormone at two (2) different locations and received results within the normal reference range of the assay. The customer reanalyzed the patient's sample on the original unicel dxi 800 access immunoassay system using the original lot of access hypersensitive tsh reagent and obtained a similar elevated result to the first result obtained. The access hypersensitive tsh reagent lot was changed and the patient's sample reanalyzed. The result obtained was within the normal reference range of the assay. The customer stated that the elevated access hypersensitive tsh result was released from the laboratory and subsequently the patient's treatment/management plan was altered. The patient was prescribed euthyrox (levothyroxine) due to the initial, elevated access hypersensitive tsh result obtained. System performance indicators such as quality control (qc), calibrations and routine system checks were not supplied for review. There were no reports of hardware errors, system flags or issues with other assays. Sample information such as sample collection and sample processing (including centrifugation information) was not supplied. There were no reports of sample integrity issues in conjunction with this event.